Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult clip deployment appears to be related to procedural conditions (insufficient height). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) and rotated heart for a triclip procedure. During the procedure, the clip detached from the leaflet after positioning. Additional force was applied to separate the triclip delivery system and the triclip steerable guide catheter (tsgc) in order to remove the clip, due to insufficient transeptal height. Subsequently, the clip was deployed successfully. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.